Event description:
Doctor (md) attempted a synchronized cv @ 360 joules - with no conversion of the patient out of atrial fibrillation (a-fib). Immediately following energy delivery, a burning smell was noted by the provider and staff, front patch was removed and two linear burn marks were noted to the patient's (pt's) skin once the pad was removed - one ~ 1 cm in length (where top of pad had been in contact with pt skin) and one ~ 4 cm in length (where bottom of pad had been in contact with pt skin.) Posterior patch removed and no burns noted to the pt's mid - back where posterior patch had been placed. Noted: the patient was having a hard time remaining still and could have caused the edges of the pad to peel away from the skin.